Event description:
When the stent delivery system (sds) was positioned in the lesion and the physician attempted to inflate the stent, the balloon of the sds would not inflate. Upon inspection, the physician noticed a crack in the hub of the device. The target lesion location is unknown. There is no vessel characteristic information available. The physician attempted to use a cypher 33 x 3.00 but was unsuccessful inflating the stent. They replaced the indeflator with a new one, and they still were unable to inflate the stent. They looked at the hub of the cypher stent and saw that there was a crack in the hub. They removed the stent from the patient. He chose an endeavor 30 x 3.00, which inflated with no difficulty. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.